Manufacturer narrative:
The vessel sealer extend instrument has been returned and evaluated by the failure analysis (fa) team. Fa confirmed but did not replicate the customer reported complaint of "will not work." Failure analysis found the primary finding of failure during initialization to be related to the customer reported complaint. The instrument was returned with 1 life remaining. For clarification, the instrument was found to have multiple homing failures during initialization, error code 22026. However, the initialization failures were not replicated during in-house testing. No dislodged blade or other damage were observed during visual inspection. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided by the site for review. A review of the instrument log for the vessel sealer extend instrument (480422-01/l922104120237) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021, in a hysterectomy procedure on system sk3440. This complaint is being reported based on the following conclusion: the vessel sealer instrument reportedly would not work when the customer attempted to use it. Further details about the reported event were requested but were not provided. Based on the complaint information that was provided, it is possible that the vessel sealer extend did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument would not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.